Event description:
It was reported that loss of ventricular sensing was observed. The physician decided to revise the lead, but was not satisfied with the r wave amplitude. Hence, the pace/sense portion of the lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.